Event description:
On (B)(6) 2012, the reporter, the patient's grandmother, contacted animas to report the pump's keypad buttons had to be pressed multiple times in order to activate the desired pump functions, after the pump was exposed to hot springs water on (B)(6) 2012. As the keypad was not functioning properly, at 7:00 pm the patient disconnected from the pump. The patient did not have any backup supply of insulin or syringes available. At an unspecified time on (B)(6) 2012 the patient obtained the blood glucose readings of 332 mg/dl and 406 mg/dl, and she experienced the symptoms of difficulty breathing, nausea and vomiting. The patient was taken to the emergency room, and admitted to the hospital with a diagnosis of dka. The keypad was reportedly intact and there was no moisture seen in the battery compartment. It was not possible to complete the troubleshooting of the pump at the time of the call to customer support. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia after the pump keypad issue began, and was admitted to the hospital in dka. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).